Event description:
The MFR has been notified that a 55 year old female pt from japan underwent a mitral valve replacement due to pannus overgrowth. Approx four years post implant of the size 27 mitral cphv, the valve was removed and replaced with a size 25 cphv after pannus formed from the left atrium to the left ventricle.